Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported encountering a fluid leak from a hole in one of the tubes during the pd treatment. She reported the incident was approximately 2 months prior. Upon follow up the patient stated that she noticed a fluid leak near the drain line. The patient stopped the treatment and confirmed that the fluid was coming out from the cassette inside the cycler cassette/compartment area. The patient did not complete the treatment on that day and resumed the following day using the cycler. The patient stated that she did not experience any adverse events as a result of this incident. The cassette/tubing set in question had already been discarded.